Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure for unrelated event, insulation breach was observed on the atrial lead. Lead was functioning normal. The lead was capped on (B)(6)2016 and a new lead was implanted. Patient tolerated procedure well.